Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed the device was in used condition. Visual inspection of the jaw to shaft pin indicated that the pin was protruding very slightly from both ends of the shaft. Additionally, the left side of the bottom jaw was bent outwards and was broken at the weld, which resulted in a widened needle channel. Functional testing of the device via actuation of the jaw lever revealed the jaw opened and closed as intended. The test was repeated several times to ensure continuity of function, and the jaw operated as intended, therefore the complaint of the jaw not functioning cannot be confirmed. However, the jaw to shaft pin was not flush with the shaft indicating a pin failure, which may have led to the issue that the user experienced. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. A needle was loaded into the device and when the needle lever was actuated, the needle deployed through the needle channel but could not retract and became stuck, confirming this complaint. The needle¿s inability to retract as intended is a result of the misalignment of the two sides of the bottom jaw; the widened needle channel caused the thinner portion of the needle tip to pop out of the channel towards the distal end of the device and become stuck. The bent lower jaw indicated blunt force impact; potential root causes include the device hitting bone during a procedure or the device being mishandled. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution in. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the jaw on the customer's expressew iii without hook was not opening properly and the needle was getting stuck in the shaft during a rotator cuff repair. There were no patient consequences or delays. The case was completed by using another like device. The device is being returned.